Manufacturer narrative:
Pump failed displacement test (12.4 units left in the status screen) due to motor encoder signal out of phase. Unable to confirm excessive no delivery alarm or perform the rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to failed displacement test. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had no delivery. The customer¿s blood glucose level was 280 mg/dl. The customer reported that they had no delivery and the customer doesn't want troubleshoot. The customer insulin pump will be returned for analysis.